Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 20-july-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that field service engineer requested for recall notification. A field service engineer stated that the registered pharmacist wanted product correction done on all pyxis regarding fluid ingress, so ordered parts and stated that registered pharmacist was contacted the 1800 number regarding the recall to get it done to resolve the issue. No additional information is available.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es field service engineer requested recall notification. According to the customer, rx had requested a product correction to be implemented across all bd pyxis¿ medstations to address an issue related to fluid ingress. All affected units were to be reviewed and corrected to prevent or mitigate the impact of fluid entering the device, which could have potentially affected its functionality or safety. There were no adverse events or injuries reported based on this incident.